Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited p-wave oversensing during review of the presenting electrogram (egm). The shock impedance measurements were noted have increased to 103 ohm, which is still within the normal limits. Device data was sent to rhythmcare for review. Data review determined there was also oversensing of the atrial signal by the right ventricular (rv) lead. Rhythmcare discussed the observed oversensing indicates a potential migration. Rhythmcare then provided confirmation that no asystole occurred. This device remains in service. No adverse patient effects were reported.